Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. Investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle and one dispensed suture were received for analysis. Product code sxpp1b450. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached because the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. When the package was opened, it was found that the needle had been detached. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.